Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Additional information was received that the device was explanted for normal battery depletion and returned for testing nearly one year after the initial observations were reported. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had recently passed out three times. It was noted that the associated left ventricular (lv) lead was exhibiting elevated threshold measurements and was not capturing. The device output was reprogrammed to accommodate the lv lead issues. There are no additional plans for now due to the patient's multiple additional problems. The cause of the syncopal events is unknown. No adverse patient effects were reported.